Event description:
The peritoneal dialysis nurse who assisted the patient with treatment pulled the blue pin too hard and caused a leak at the tubing connection. Air bubbles were also visible in the tubing. Rn clamped both lines after air was noticed. She stated the patient did not finish treatment until the following day. Patient was given vancomycin and fluid has remained clear. Last dose of vancomycin will be administered (B)(6) 2013. Sample was disposed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. An evaluation of the alternate samples confirmed that there were no malfunctions. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.